Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) delivery system kinked while navigating to the right ventricle, resulting in unresponsive deflection and deflection in the wrong direction. The delivery system was attempted not used and replaced. The introducer sheath was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated the distal seal of the delivery system introducer was torn. The sheath of the delivery system introducer was damaged. Visual analysis of the introducer indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.